Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation summary: the device was returned to allergan for analysis and noted the device weighed 351.38 grams. Visual analysis noted flat creases, wear abrasion and yellow particles in the shell. Under microscopic analysis a sharp opening on the posterior side of the shell was observed. Based on the device analysis the final assessment is: a sharp opening on the posterior side was assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture . The device has been explanted.